Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), product type: implantable neurostimulator. Product ID 3877-45, lot# b0976814k, product type: lead. Refer to manufacture report number 9614453-2016-03457 for other device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured when the implantable neurostimulator (ins) was interrogated on (B)(6) 2015. Impedances of electrode four and six were measured to be greater than 10,000 ohms. Electrodes four and six were not used for stimulation. No symptoms were reported and the patient had adequate stimulation. The etiology was possibly related to the device or therapy and unlikely related to the implant procedure. The outcome was unresolved with no further actions taken. Additional information received from the healthcare professional (hcp) of a clinical study reported that device interrogation showed high impedance of electrode 4 and 6 greater than 10,000 ohms. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). High impedance was already observed with the previous system implant without affecting the stimulation. After replacement of the stimulator during the procedure the impedances remained high, but stimulation was still effective.